Manufacturer narrative:
Additional initial reporter - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after five days of intra-aortic balloon (iab) therapy, there had been changes in the fiber optic arterial waveform over the last 1 ½ days. The customer reported that the fiber optic tracing had become full of artifact, but the fluid lumen tracing was intact. They had verified tip position between the 2nd and 3rd intercostal space (ics). It was noted that sometimes after flushing the fluid lumen the fiber optic arterial tracing would temporarily improve. At the time of the call, the waveform was continuously full of artifact and not able to display accurate pressure indices. The waveform from the fluid lumen was damp. The getinge representative had the customer aspirate it clean, and the resulting transduced waveform was crisp. Strategies to preserve lumen patency were reviewed with the customer. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.